Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule came up with the delivery device. The pt was not injured following the procedure. Another capsule was placed normally.